Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility information by bbm sales organization in germany: "underinfusion" "the complaint is that a running rate is displayed, but the pump is not delivering. According to the decision tree, this is a standstill without alarm/underinfusion."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400566235. The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: 406060. 2.4 software version: m030003. 2.5 hours of operation: 18570 h. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. No date of the incident was given, for that reason the last infusions from 2022-08-08 to 2022-08-10 were investigated. No anomalies inside the history files could be detect. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device shows age related signs of wear and tear. Furthermore, a broken window at the display could be detect. In addition, a broken bracket of the hinge stand could be detected, those damages indicate impact or fall damage. Furthermore, there are no anomalies. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. While the infusion a loud noise comes out of the device. 3.4 pressure inspection: for checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,58 bar (should be: 0,1-0,7 bar). Pressure stage 9: is: 1,27 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: is: 1,88 bar (should be: 1,8-2,5 bar). Pmin: is: 1,63 bar (should be: >1,5 bar). Safety clamp was checked: pmin: is: 1,73 bar (should be: >1,2 bar). The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,33%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation faults could be detected, to investigate the inside, the device was disassembled complete. Liquid residues inside the device could be detect. Furthermore, the pump frame shows broken parts. Those damages identify impact or fall damage. In addition, there are no more anomalies. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No flowrate deviation. The broken parts at the outside and inside are due to an external force damage. The loud noise while infusion is due to the broken pump frame. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.